Manufacturer narrative:
Results of investigation: vyaire field service technician went onsite and evaluated the device. Technician was able to confirmed unit failed leak test. Troubleshooted corner and found metal sheet inside broken. Replaced flow sensor but unit was still failing leak test. Reseated gas delivery engine and resolved issue. Ran operator verification process, unit passed all test and runs according to manufacturer specifications.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported it is a possible faulty gas delivery engine. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported leak on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.